Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) has a battery issue and the screen flickers when pressed. In addition, the epg shuts off randomly. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis could not confirm customer comment that epg has a battery issue; the screen flickers when pressed; and the epg shuts off randomly. Output connector assembly is broken. Upper case has broken boss. Lower case is damaged. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.